Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physicians preference to provide more programming options for the patient.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be replaced for unknown reason.